Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose was 88 mg/dl. The customer stated that she changed battery, got failed battery test then weak battery alarm. The customer was advised that we will send a replacement battery cap. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated with back up plan when needed. The customer's blood glucose was not currently high. After the troubleshooting was done, customer will be send tubing clamp to perform high pressure test to confirm pump can detect an occlusion. The customer made a change to her basal rates and stated she will monitor it.